Event description:
It was reported that in 2003 all sound sensation for the pt suddenly stopped. Batteries were exchanged and the tempo+ was checked with the led test and found to be functioning. The pt was seen at the clinic in 2003. Telemetry repeatedly returned 'poor coupling' even when some pressure was applied to the dib coil. All external parts were exchanged for new, but the pt was still unable to hear any sound sensation.